Event description:
According to the reporter: the trocar broke into pieces. The surgeon was able to retrieve all of the pieces from the patient cavity. Another trocar was used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).